Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that approximately 7 years post the index procedure duplex ultrasound showed renal artery stenosis in the patient. The patient underwent prophylactic endoanchoring of the stent graft in case of future stenting of the right renal artery and right renal artery angioplasty without complication. It was then noted that other complications had occurred also and both this and the renal artery stenosis was noted to be related to the device by the sponsor, but not related by the investigator. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Additional information received; the event previously reported as other complications has now been changed to prophylactic treatment. The endoanchors were implanted to prevent type ia endoleaks and/or proximal migration. If information is provided in the future, a supplemental report will be issued.